Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to jump 55% to 100% while not connected to a power source. Additionally, the touchscreen had a delayed response. During troubleshooting with tandem technical support, the customer's reported touchscreen delay was confirmed. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the battery issue was verified; however the touchscreen issue could not be confirmed. In addition, a different issue was identified.